Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01141. It was reported that the patient will be having a lead revision on (B)(6) 2021. During revision, it was discovered that the leads had migrated. As a result, the leads were reposition to resolve the issue.